Manufacturer narrative:
Hillrom technicians and engineer have confirmed that the strap had completely came apart from the strap seams. Multirall lifts must be inspected at least once per year. According to the periodic inspection (3en 191001 rev. 2 section 10) for overhead lifts, the following shall be checked: make sure the lift strap is not older than 5 years, according to service history. If service history not is available, the recommendation is to replace the lift strap if the lift is 5 years or older. Using the hand control, lower the strap to its maximum extension. Inspect the strap for frayed edges, heavy wrinkles or wear-through areas. Make sure the plastic cover is not damaged and the screws are properly fastened verify that the sling bar attachment is secure on strap. Make sure there are no deformities in the slingbar attachment (a)" additionally, the instructions for use for the multirall 200(7en125103 rev. 13) state: before lifting, always make sure that: the lift strap is not twisted or worn and can move in and out of the lift freely. The lifting accessories are not damaged. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The lifting accessories are properly attached to the lift. The lifting accessories hang vertically and can move freely. The sling bar latches are intact; missing or damaged latches must always be replaced. This malfunction was found during preventative maintenance on this lift performed by a hillrom technician. If the above mentioned instructions are followed, the likelihood of an overhead lift strap coming apart from the seams is remote. The technician has replaced the lift strap the device is functioning as designed. Based on the above information, no further action is required.

Event description:
The hrc service technician found during a service event that the liftstrap of the multirall was cut on the seam at the level of the qlink. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).